Event description:
It was reported that the patient presented to the hospital for generator replacement due to elective replacement indicator (eri). During the replacement procedure, the new implantable cardioverter defibrillator (ICD) exhibited high pacing impedance, low r-wave amplitude, and oversensing noise resulted in pacing inhibition. While implanting the ICD, it was observed that a chronic lead was unable to be secured in the header and could be easily pulled out from it. The ICD was not used, and the physician elected to complete the procedure with a different ICD. The patient remained stable.